Manufacturer narrative:
08/28/2017 (B)(4): the investigation of the complaint has been completed. The returned compressor motor was visually inspected. A piston seal clamp had been incorrectly mounted during preventive maintenance, which caused it to hit the cylinder head. This caused the sealing between the piston and cylinder wall to become inadequate, with low pressure as a result. The broken compressor motor was replaced, the unit then passed all tests and was returned for clinical use. Low pressure may lead to stop of ventilation. In this case, the low pressure will be discovered immediately at startup, by generated alarms.

Event description:
Importer ref #: (B)(4). Manufacturer ref #: (B)(4).

Event description:
It was reported that during preventative maintenance, the compressor generated a low pressure alarm. There was no patient involvement. (B)(4).